Event description:
The customer reported receiving a reading of 300 mg/dl and took insulin accordingly. As a result, the customer experienced symptoms of hypoglycemia and lost consciousness. The customer's girlfriend gave the customer liquid glucose to counteract the event. The customer also self treated with juice and did not seek treatment by a health care provider. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.